Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the valves v5 and v14.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx I 725 clinical system was leaking in the hydro area. No injury or operator exposure was reported in this event.